Event description:
It was reported to baxter (B)(4) that three single day infusor devices were leaking before use. This is report number 3 of 3. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
Following an unsuccessful cavity integrity assessment (cia) test during an attempted novasure procedure, the physician did a hysteroscopy. A uterine perforation was seen and the procedure was abandoned. No treatment was needed for the perforation and the pt was discharged home. We have been unable to obtain additional info surrounding this event. A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation could not confirm the reported condition of a leak. The root cause could not be determined. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. Trend review determined that baxter has received similar reports. A follow up report will be submitted if additional information becomes available.